Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the conical dissection tip was cloudy. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection observed that the dissection tip had a non-clear area on the outside surface. This non-clear area had a frosted appearance on the plastic. A clear deposit was also present inside the dissection tip area. The dissection tip was compared against a reference tip and the images were not comparable. The returned lens image appeared to be cloudy, as reported by the hospital. The reported failure was confirmed. A lot history record review was completed for the product, and there was no nonconformance associated with the lot number.